Manufacturer narrative:
(B)(4). The device was returned and the returned device analysis confirmed the difficulty in opening the clip. Deployment of the clip and removal of the actuator assembly identified a 27 degree bend in the angle and a 2.5 degrees bend in the actuator coupler. Curves were applied to the cds (75 degrees sgc + and 90 degrees on the cds in the medial direction) with no issues identified during steering. With the dc (delivery catheter) handle fully extended, the dc shaft appeared to be bent. An attempt was made to open the clip in the water bath, and the clip was not able to open when the lock lever was retracted to the blue line. With retraction of the lock lever to 10mm past the blue line, the clip was able to open with jumpiness. Since the analysis confirmed that the clip was able to open smoothly using a proxy short catheter, the most probable cause for the reported difficulty opening the clip was likely due to the bend in the actuator coupler. It is possible that there may have been some external force on the device (e.g. Due to the anatomy) during the procedure, such that the actuator coupler became bent. Because the clip assembly travels up and down the actuator coupler during actuation, if the coupler bends, actuation may become difficult to impossible. The cause for the clip difficult to open was likely due to the bent actuator coupler; however, a cause for the noted bends in the coupler was not identified. Evaluation summary: potential causes for the reported dc shaft bends and reported difficulty in opening the clip can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends resulting in difficulty positioning the clip and the clip getting caught on the guide tip may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The analysis confirmed that the dc shaft was bent in the water bath. The most probable cause for this out-of-specification condition is likely due to the bend in the actuator mandrel. It is possible that there may have been some external force on the device (e.g. Due to the anatomy, excessive turns on the dc handle or excessive curves on the device) during the procedure, causing the actuator mandrel and dc shaft to bend. This type of damage can further result in abnormal movement/deflection of the device during retraction attempts, however this was not confirmed. Based on the information reviewed, the bent dc shaft is likely related to the bend in the actuator mandrel; however the cause for the bend in the actuator mandrel was not determined. As a result of the dc shaft bend, the clip likely became caught on the guide tip during device retraction, causing interaction between the clip and the soft tip. In removing the clip from the soft tip, it is likely that the one of the frictional elements became damaged and detached from the gripper arms. A review of the device history record revealed no non-conformances that would have contributed to the reported event and a review of the electronic complaint-handling database for this lot found no similar incidents. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). There was no challenging patient anatomy observed. There were not extreme curves on the guide or cds during the procedure. There was no resistance noted during cds advancement through the neutral positioned sgc with an approximated 60 degree curve. The alignment markers were confirmed to be aligned per the IFU during cds insertion and again upon removal. The dc shaft was extended approximately 3 to 4 cm. The stored torque was released during positioning. There were no turns on the dc handle at any point during the procedure. The cds was not curved more than 90 degrees neither during functional inspection prior to use or during the procedure. There was no additional information provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the difficult withdrawal of the clip delivery system into the steerable guide catheter, which has potential to result in serious injury. It was reported that there were no issues observed during functional inspection prior to use. The mitraclip delivery system (cds) was too far in the left atrium (4 to 5 cm instead of 1 to 2 cm) to provide safe steering of the cds. The cds was gently pulled into the steerable guide catheter (sgc) while visualizing the clip with fluoroscopy, but the clip became stuck at the end of the sgc. The clip arms were fully closed when retracting the cds. Limited force was applied to push the clip forward, which allowed the clip to be pulled into the sgc. The physician reported that it was relatively easy to free the clip from the sgc tip. It was noted on fluoroscopy that the clip was out of alignment from the cds shaft. There seemed to be a slight bend in the delivery catheter (dc) shaft of approximately 2 to 4 degrees when the device was in the left atrium. The cds was removed from the anatomy with the sgc slightly straightened while visualizing on fluoroscopy and the physician tested the clip functionality. A bend was not noted when the device was outside the anatomy. The clip would not open unless more force was used, or the lock lever was pulled slightly beyond the blue marker line. Two mitraclips were then successfully implanted in the patient with functional mitral regurgitation (mr) reducing the mr from 2-3 to 1. The sgc was removed and the tip was confirmed to be intact. There was no sign of damage to the sgc soft tip. There were no adverse patient effects.

Event description:
Subsequent to the previously filed report, returned device analysis found one of the sixteen frictional elements was missing on the returned mitraclip. Reportedly, the physician was not aware of any missing portion of the clip. No additional information was provided.